Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k090140, k112119 or k121057. (B)(4). Summary of investigational findings: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, migration, unable to retrieve, embedded, abdominal pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported abdominal pain is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: [pt] allegedly received a cook gunther tulip filter on (B)(6) 2015 due to prevention of pulmonary embolism, prior to surgical procedure. Filter retrieval was attempted on (B)(6) 2016. The retrieval attempt was unsuccessful. Additional information received 19dec2017: patient received an implant on (B)(6) 2015 via the right common femoral vein due to pulmonary embolism and scheduled lung surgery. On (B)(6) 2016 retrieval report (attempted) findings: unsuccessful retrieval of the infarenal ivc filter despite conventional technique as well as loop-snare technique, the hook and legs remained firmly embedded in the cava. Probably reasonable to leave the filter in place, though consideration may be given to more invasive and dangerous maneuvers if clinically indicated. Medications: pradaxa, sotalol, spironolactone, femara, pepcid, simvastatin. Patient outcome: [pt] is alleging pain, migration, abdominal pain due to unsuccessful retrieval attempt of the ivc filter and that the filter is unable to be retrieved.